Event description:
The reporter noted: "during a hallulock surgery the screwdriver broke; the broken part of the screw driver was stuck in the screw. After the screwdriver broke it was impossible to take off the screw and the plate with the screwdriver." Additional info was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the report info.